Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements and high pacing thresholds. A conductor fracture was confirmed on x-ray. The lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a lead fracture and abrasion. There was clavicle fracture 391 millimeters (mm) from the terminal pin. Clavicle abrasion of the proximal segment and distal segment was also noted 320 to 328 mm and 391 to 405 mm from the terminal pin, respectively. Additionally, proximal coils were stretched 286 to 391 mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, the stress is consistent with damage caused by clavicular/first-rib entrapment. The reported out of range high pacing impedance measurements and high pacing threshold is likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.